Event description:
A tandem mobi cartridge alarm was reported, causing the customer to face persistent occlusion issues, especially during boluses, despite following the instructions for use. This issue occasionally led to high blood glucose levels due to the inability to deliver a bolus. The customer expressed a preference to revert to the t:slim model if a replacement mobi pump did not resolve the issues. Technical support recommended and approved a pump replacement, advising the customer to continue using the current setup until the replacement arrives. The customer was instructed on how to place the pump in storage mode and manage the return process, ensuring proper handling and tracking of the shipment.